Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 200 mg/dl. Customer stated that the buttons seem to be swollen. Customer states an alarm was not in progress at the time the button was unresponsive. The device will not be returned for analysis.